Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The following concomitant medical products was returned on oct 15,2025: uh801 - bipolar high frequency cord, 400 cm. 26120aa - hopkins telescope 0°, 2.9 mm, 30 cm (sn: (B)(6)). 26053sc - resectoscope sheath, 15 fr. (Lot: nn03). 26053cb - inner sheath f. Resect. Sheath, 15 fr. (Lot: nn02). 26053cd - telescope bridge (lot: zo01). 26053oc - standard obturator (lot: zo02). 26053eb - working element (lot: zo02). 495nta - fiber optic light cable, 230cm, ø2.5mm (lot: zp17). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during the procedure, operation was going fine. During cutting the polyp, there was a flash inside the patient and the loop unexpectedly disintegrated whilst in use, fragments embedded into the uterus wall. Some fragments were recovered. X-ray was taken. The patient will possibly have to have more surgery to fully remove fragments. Autocon iii on settings 2 con and 2 cut, uh801 bipolar cable use, with 4 uses left.

Event description:
Cross reference MDR: 9610617-2025-02126.

Manufacturer narrative:
Additional information reflected in section b5. Device evaluation: result of investigation: all returned products were visually inspected and, where applicable, functionally tested. The devices exhibited varying degrees of wear and tear, in some cases significant. Based on the examination of the inner shaft with ceramic tip and the electrode, it was determined that ceramic fragments showed discoloration even at the fracture edges. This indicates that the ceramic tip fractured first, prior to the occurrence of the short circuit. The fracture of the ceramic tip allowed the electrode, when activated, to come into contact with the metal shaft, which subsequently caused the short circuit. Based on the failure pattern an user error is concluded. Either the ceramic tip was damaged, for example, by jamming when inserted into the outer shaft, or the tip was already damaged during preparation. The event is filed under internal karl storz complaint ID: (B)(4).